Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling with a known good battery without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs identifies communication interuptions between the battery and the device. This may explain the shutdown if low and replace battery is not being communicated to the device to prompt advisories. The communication path appears to be working as expected on the device, but the event battery was not returned as part of the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-03700 for a similar report from the same customer.